Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and ECG stress testing using leads and pads without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed a period the ECG waveform was not present due to a lead fault condition. The log showed that after the lead fault was cleared, the ECG waveform stayed present for the remainder of the case. The ECG and multifunction cable used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.